Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively when the surgeon was using the device to close the vaginal cuff, the needle broke in half. It broke right down the middle, one of the needle halves got stuck in the patient. They brought in a device and confirmed that the needle was still in the patient. The doctor was unable to locate the exact location, so he left the needle inside the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively when the surgeon was using the device to close the vaginal cuff, the needle broke in half. It broke right down the middle one of the needle halves got stuck in the patient. They brought in a device and confirmed that the needle was still in the patient. The doctor was unable to locate the exact location, so he left the needle inside the patient. The patient is alive.